Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 25 minutes after starting dialysis treatment with a polyflux, the patient experienced chest tightness and discomfort. Blood pressure was measured at 65 mmhg. The patient was administered dexamethasone 5mg. Twenty minutes later, the symptoms "were relieved". The dialyzer was replaced, and treatment was restarted with no issues reported. No additional information is available.